Manufacturer narrative:
The field service technician (fst) was onsite. The fst replaced the thermo potentiometer. The part was requested for investigation. A follow up medwatch will be submitted when additional information become available.

Event description:
It was reported that the hcu30 thermo potentiometer fails to adjust the temperature. (B)(4).

Event description:
Complaint#(B)(4).

Manufacturer narrative:
The field service technician (fst) was onsite. The fst replaced the thermopotentiometer. The device is back in clinical use. No root cause determination is applicable, the defective part is not available for investigation. The failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.